Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via solutions tracker that the customer had sensor issues. Customer's blood glucose was 400 mg/dl and sensor glucose was 290 mg/dl. Customer mentioned the sensor alerted low blood glucose and customer ate more which caused high blood glucose. Customer declined troubleshooting. Customer will not be returning the device for analysis.